Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Lack of information. Unknown cause of stent graft migration and endoleak. Conclusion: lack of information. Unknown cause of stent graft migration and endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 53 months ago. Aneurysm morphology from the time of implant is unknown. It was reported that during a routine follow-up the CT scan showed the aneurx bifurcated stent graft had migrated about 4 cm distally with a type I endoleak present. Two days later an endurant 28x70 aortic cuff was implanted to address the stent graft migration and endoleak. This required the right renal artery to be covered and to extend the cuff to the left renal in order to get an adequate seal. The patient had some renal complications and was discharged at a later date. No additional clinical sequelae were reported and the patient is fine.